Event description:
It was reported that during testing conducted at the MFR, an unk substance was discovered throughout internal surfaces of the device. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was undergoing preventative maintenance at the MFR and during evaluations, the issue was discovered. The drill was cleaned and add'l preventative maintenance was also performed.